Manufacturer narrative:
(B)(4). Eval : method - (other): lens work order search. Results - (other): visual inspection of the returned product found no visible damage to lens. Lens was returned in vial and in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and the eval of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to use a cq2015a collamer aspheric three piece lens. During the process of loading the lens, the surgeon noticed the haptic was bent. Reporter stated lens was received with the haptic bent/damaged. There was no pt contact.